Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event.